Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what vessel was the device used on? Size? - left renal artery, between 5 and 7mm. ¿only the initial row fired¿ was that the staple row next to the knife, please explain? - both sides of the staple line appeared to have to have formed just the first row of staples (nearest the handle), no staples were in the tissue when inspected. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) - first firing. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? - yes, at least. What kind of reload was used? - vascular reload. Was the cartridge correct inserted, did they hear the ¿click¿? - yes heard, and inspected by a second scrub nurse and myself. What color cartridge was being used? - white - you have the cartridge. What other color cartridges were used before and after this event? - none, first firing. Was buttressing material utilized? If so, which product? - no buttressing. Was the instrument fired across or near an existing staple line or clip? - no nearby staple line or clip. Were any unexpected noises heard? If so, when? - there was silence as the trigger was pulled, not the usual sound of staple deployment. Were any of the forces higher or lower than expected (closing, firing, or opening)? - normal closing force, much less force on firing than usual (so the handle moved much quicker), normal release. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? - yes. Was there any difficulty removing the device from the tissue? - no. Was a transfusion required? How much units of blood products? - yes, 1 unit transfused, approx 2 litres lost. Was the patient taking any anticoagulants? If yes, specify prescribed medication. - no. Does patient have a known coagulation disorder? - no. Has the patient taken any steroids? - no. What was the patient¿s pre-op diagnosis? - fit and well, donating kidney to his brother. Please provide the patient¿s sex, age and weight. - male, (B)(6). What is the current status of the patient? - he had a large sub costal incision in order to oversew the renal artery stump. He remains off work as a carpenter. Is there any other additional information you would like to share about this device or procedure? - no. Was of the stapling noticed on one side or both side to the cut line? - no staples were visible at all either on the donated kidney or renal artery stump. Did the cartridge remain seated during the firing process? - the cartridge remained seated. The analysis results found that the ats45 device was received with a tr45w cartridge (b) loaded on the device; it was noted to be unfired. Additionally, two reloads were received for analysis. Cartridge (d) was received fully fired and in good visual condition. Cartridge (c) was received partially fired 1/10 with normal lockout which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned cartridge (b) and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What vessel was the device used on? Size? ¿only the initial row fired¿ was that the staple row next to the knife, please explain? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Did the surgeon waited the recommended 15 seconds after closing and before firing the device? What kind of reload was used? Was the cartridge correct inserted, did they hear the ¿click¿? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Was a transfusion required? How much units of blood products? Was the patient taking any anticoagulants? If yes, specify prescribed medication. Does patient have a known coagulation disorder? Has the patient taken any steroids? What was the patient¿s pre-op diagnosis? Please provide the patient¿s sex, age and weight. What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a donor nephrectomy procedure, the staple did not fire out of the pockets. Only the initial row fired. The knife advanced as normal and cut the vessel with no staples. The procedure was completed with same like device. The patient lost two liters of blood and was admitted to intensive care. The patient was in critical condition immediately following the procedure.